Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would show a different screen then jump to another one. The customer's blood glucose was unknown at the time of incident. Troubleshooting found an off no power alarm. The customer that the insulin pump was not dropped or bumped. The customer stated that there were not unattended alarms. The insulin pump will not be returned for analysis.